Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(4) 2018, stating pentax medical video duodenoscope, model ed-3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018, identified colony forming units(cfu) as "tntc" (too numerous to count) comprising of the following 3 isolates: negative coccobacilli - escherichia coli; negative coccobacilli - escherichia coli; and negative coccobacilli - escherichia coli. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 17-dec-2018, and is pending evaluation.